Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin when filling their cartridge during the loading sequence. Customer changed pump supplies to address the issue. Reportedly, the customer was hospitalized due to elevated blood glucose level, details and nature of hospitalization were not provided.